Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-78- user hematocrit low. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for e-0 error: invalid hematocrit. Mother is calling on behalf of the customer. The e-0 error occurred when the blood sample was absorbed and with multiple test strips. At the time of the call, the customer reported feeling ill with symptoms of decreased hunger and feeling tired. Mother did not know if it was due to diabetes or his chemotherapy treatments. Medical attention was not needed at the time of the call. During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 148 mg/dl using truemetrix meter. The test strip lot manufacturer's expiration date is 08/31/2019 and test strips were opened a few days ago. Product storage was not disclosed.